Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose (bg) level was 300 mg/dl with high ketone levels. Reportedly, the customer vomited due to the bg level. The customer required assistance addressing bg level with a manual injection. Multiple attempts were made to follow up with the customer and obtain additional information, however, a response was not received.